Event description:
The manufacturer representative reported the patient had a spinal cord stimulator system implanted in 2006; the lead was placed in the cervical area. The representative reported the patient started experiencing dizziness after six weeks and would pass out, while changing positions from laying to sitting, or sitting to standing. The patient has lost consciousness at least six times in these types of scenarios, when the stimulation is on. The patient's blood pressure is being monitored and drops in blood pressure correspond to these changes in position. The patient does not have a history of cardiac or blood pressure problems; cardiac and neurological tests have all been negative to date. Reprogramming was suggested to address the side effects; or turn the device off to see if the side effects subside, and have the patient follow up with their physician. Additional information has been requested by medtronic regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.